Event description:
Customer reported that she had high blood glucose of 340 mg/dl, her insulin pump is alarming, squirting the insulin out during manual prime, unable to exit from preparing to prime loop and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unit had cracked display window corners, battery tube threads and scratched display window.